Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in italy. G2: literature: alessio-mazzola m, alpi v, ghezzi e, placella g, salini v. A retrospective study with 2-year follow-up comparing semi-extended tibia nailing techniques: the suprapatellar versus the extra-articular lateral parapatellar approach. Hss journal®. 2025;0(0). Doi:10.1177/15563316251326505. Attempts have been made to gather product ID information and no further info is available. Product has not been returned. No product evaluation was able to be completed. Medical records were not provided. As part number and lot number were not provided, DHR could not be reviewed. Root cause of the reported event is not device related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from hss journal (2025) that reported a retrospective study from italy. The purpose of the study was to compare the patellofemoral and radiological outcomes of 2 surgical techniques for treating tibial shaft fractures: the suprapatellar and extra-articular lateral parapatellar (elp) approaches, both used in intramedullary tibial nailing in a semi-extended position. The study reported 2 patients experienced delayed wound healing. Attempts have been made and no further information has been provided.